Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, it was reported that the patient experienced inaccurate continuous glucose monitoring system (cgm) values four days after the sensor was inserted in the abdomen. The patient became hypoglycemic, there was no symptoms were specified. The bg finger stick value was 3.6 mmol/l but the cgm value was 5.6 mmol/l. The paramedics treated him at home with oral glucose syrup and IV dextrose. After the event, the patient¿s bg stabilized, and he recovered. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.